Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. No phone number provided. The manufacturer's field service engineer confirmed the reported nav-ring issue and replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
Customer reported nave ring failure. There was no patient involvement. Event date not specified; estimate used.